Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was stopper creep out or loose closure and sample leakage. This stopper creep out event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "before centrifugation and after blood collection, ten tube shields had fallen off causing blood to spill."

Manufacturer narrative:
Investigation summary, bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for decapping and leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to decapping and leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was stopper creep out or loose closure and sample leakage. This stopper creep out event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "before centrifugation and after blood collection, ten tube shields had fallen off causing blood to spill."